Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 184 mg/dl. The discontinuation of the device was advised. Nothing further was reported.